Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she was unable to test due to her adc freestyle libre reader not powering on with button press or test strip insertion, because the reader wouldn't charge. Customer further reported that she felt ill, so she went to the emergency room. The customer was administered insulin (unspecified route) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated and a new issue was observed. Visual inspection has been performed on the returned reader and no issues were observed. The reader turned on with button depression and an error 2 was observed. A blank screen was not observed. Further investigation has been performed and the reader was de-cased. It was confirmed that the error 2 is isolated to the reader's cpu (central processing unit). Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility.

Event description:
A customer reported that she was unable to test due to her adc freestyle libre reader not powering on with button press or test strip insertion, because the reader wouldn't charge. Customer further reported that she felt ill, so she went to the emergency room. The customer was administered insulin (unspecified route) for treatment. There was no report of death or permanent impairment associated with this event.